Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Drive support disk was inspected and no anomaly was noted. No motor error alarm or e70 alarm noted during testing. Unit passed rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. The motor was tested outside the device and passed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had motor error. Customer reports they were unable to describe the possible damage to the drive support cap. The insulin pump detected a possible issue with the motor. Insulin delivery has temporarily stopped to ensure your safety. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.